Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. While attempting to perform the transseptal puncture a pericardial effusion formed. The effusion continued to grow so the procedure was ended and the patient was given protamine. The physician performed a pericardiocentesis and drained fluid from the patient. The patient did not experience any other complications as a result of this event and the patient is expected to make a full recovery.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. While attempting to perform the transseptal puncture a pericardial effusion formed. The effusion continued to grow so the procedure was ended and the patient was given protamine. The physician performed a pericardiocentesis and drained fluid from the patient. The patient did not experience any other complications as a result of this event and the patient is expected to make a full recovery. It was further reported that the patient had further complications with a decreased ejection fraction, liver function, and acute kidney injury. Kidney and liver injury have resolved, but their course continues to be complicated by decreased ejection fraction. The patient has since been discharged to rehabilitation.